Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Upon loading a new cartridge multiple minimum fill notifications occurred after filling the cartridge with 300 units of insulin. Customer reverted to manual injections for alternate insulin therapy and discontinued use of the pump. Reportedly, the customer was not able to adequately manage bg without use of the pump and bg elevated to 464-848 mg/dl. The customer was taken to the emergency room (ER) on (B)(6) 2019 and was treated with fluids and an insulin drip. After two hours in the ER, the customer was admitted to the hospital with bg of 383 mg/dl and diabetic ketoacidosis (dka). Customer was treated with fluids and an insulin drip. Bg stabilized to 273 mg/dl and customer was released from the hospital on (B)(6) 2019.